Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd needle eclipse 25x1 rb safety mechanism failed material#: 305761 batch#: 5125220 it was reported by the customer that the safety mechanisms breaking on them when engaging. Rcc received a complaint via email. Good morning, I am a patient care manager in a in we currently use your bd eclipse needles and are having issues with the safety mechanisms breaking on them when engaging. We have had upwards of 5 reports of this. Normally, our cmas engage the safety by tapping in on the edge of a bed or counter rather than with their finger due to the quickness of our process with kiddos and having to switch needles quickly and engage safety with only one hand. Have you had this issue come up at all?

Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.